Event description:
Customer reported that pump shut down while charging. There was no adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.